Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (alarm 19) during basal delivery. Customer had elevated blood glucose (bg) levels (500 mg/dl). Customer changed the cartridge and delivered a bolus to address elevated bg levels. Reportedly, the customer has manual injections as alternate insulin therapy.